Event description:
The locking screw backed out of the plate 4 month post op. The fusion site still had movement and the surgeon had to put in some screws to stabilize the site.

Manufacturer narrative:
Screw backed out in pt with a non-union of the fusion site.